Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shut down unexpectedly in the middle of a procedure, when the user tried to login. The field service engineer reset all power cables connections and replaced the backup battery to resolve the issue and checked power supply for faulty connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down in the middle of a case. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power cable was loose, and the backup battery required replacement. A field service engineer replaced the backup battery and reseated all power cables connections on the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down in the middle of a case. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.